Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Device malfunction was suspected. The explanted device will not be returned due to facility policy.